Manufacturer narrative:
Additional information was added to d4, h4, h6, and h10. D4: lot# is r23d14031, previously submitted as asku. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked at the connection site. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.